Event description:
It was reported the trach tube broke after 20 days in situ. The in situ trach was removed and replaced. No pt related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.